Event description:
The reported stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was torn upon insertion into the patient's eye. Lens was removed, the incision was enlarged and one suture were required.

Manufacturer narrative:
(B) (4) - incision sutured. (B) (4).